Manufacturer narrative:
Concomitant product : 5076-45 lead, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had high threshold. The lead was capped and replaced. During the lead revision procedure when the new lead was connected to the chronic device, temporary loss of capture was noted on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.